Event description:
It was reported via maude report (B)(4): "volun (B)(6) 2013: patient had surgery for a broken finger and contracted a (B)(6) infection deep in the surgical site. A stryker plate and 5 stryker screws were implanted during the surgery. Patient underwent 2 I and ds and has been on IV antibiotics for several weeks. Diagnosis or reason for use: to repair broken ring finger of right hand."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device will not be returned for evaluation.